Manufacturer narrative:
Date of report: 03jun2019. Date rec'd by MFR: 23apr2019. The customer troubleshot with technical support. The customer was advised to check the internal exhalation port on the bottom of the unit and the exhalation port on the circuit and ensure that neither are obstructed. Multiple attempts were made to obtain repair/service information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator was alarming low leak. No patient involvement. Event date not specified, estimate used.